Manufacturer narrative:
(B)(4). Closing trigger. The analysis results showed that one (B)(4) device was returned with the closing trigger broken and missing and with an (B)(4) fully fired reload loaded on the device. No functional test could be performed due to the condition of the device. However, three clips were found on the reload. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue or hard obstruction such as a clip, please reference the instructions for use to additional instructions. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a revision gastric bypass procedure, the surgeon was transecting the jejunal mesentery and the tissue was filled with fluid and thick. The surgeon was not able to complete the firing sequence and the knife blade advanced halfway. The device closed with difficulty then fired two squeeze strokes then could not fire any further. There was too much resistance to fire. The surgeon pushed the red button to reverse and the black arrow went into reverse in the window when fired again to reverse. The black handle was unable to be squeezed to reverse. The device was unable to be opened and locked on tissue. A harmonic scalpel was used to excise the device from mesentery. Tissue damage was minimal. Prior to using the harmonic the surgeon tried to push the gray handle away from the white handle to open the jaws then the gray handle broke off of the device. The case was prolonged by fifteen minutes. Another device was used to complete the procedure. The patient is currently critical but stable.